Manufacturer narrative:
The device was not returned and the u.s. Has ended all service support for flo-gard as of (B)(4) 2010 therefore a shr and device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-59 (program stuck in block 1 routine) alarm. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.